Event description:
New information received notes that the patient was stable post device reprogramming.

Event description:
It was reported that when the patient presented in the hospital after receiving hv therapy, inappropriate high voltage therapy due to incorrect discrimination in the patient¿s arrhythmia was observed. It was noted that the device misdiagnosed atrial fibrillation with rapid ventricular response as a vt. The patient received one inappropriate shock for supraventricular tachycardia. There was undersensing on atrial channel. Programming changes were made. The issue has been resolved.